Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer performed a reset and was able to successfully resume insulin delivery.